Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported communication could not be established between the ipg, charger or pt programmer. The pt traveled from (B)(6) 2013 and did not recharge during that time. Communication error messages were displayed on the pt programmer. Follow-up identified the sjm representative was unable to establish communication with the ipg. Surgical intervention may be the next course of action.